Event description:
It was reported that the bd angiocath¿ IV catheter leaked between the catheter and the hub. The following information was provided by the initial reporter, translated from japanese: "the hcp confirmed fluid leakage from the catheter hub (yellow component) and the catheter root."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received a 24 gauge angiocath device from lot 1174685 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit but couldn't visibly identify any defects with the device. Next, a CT scan was performed on the unit and after reviewing the images the engineer was able to identify a hole in the catheter. This hole was likely the cause of the reported leakage. Therefore, based off the visual inspection and CT scan the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to a misalignment between the metal wedge on the crimping station and the device.

Event description:
It was reported that the bd angiocath¿ IV catheter leaked between the catheter and the hub. The following information was provided by the initial reporter, translated from japanese: "the hcp confirmed fluid leakage from the catheter hub (yellow component) and the catheter root."